Event description:
Right total hip arthroplasty (full-hemisphere cup initially implanted on march 18, 1998). Five days later postop, the pt dislocated. Dr went back in to reposition the shell & replace the liner. He removed the liner & replaced the locking ring. He could not get the new locking ring to stay in the stent when he put the shell extractor into the shell, it kept popping out. The surgeon checked the periphery of the shell for loose debris or tissue & none was found. The cup appeared to have a "tear" along the rim of the shell. Surgeon opened another shell & proceeded without incidence.